Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('spring wad piece of wire are retrieve from the specimen'), embedded device ('left essure coil went in a few millimeters deep into the fallopian tubes'), device dislocation ('migration/coil could not be well visualized from the tubal ostium at the end of the procedure'), genital haemorrhage ('abnormal bleeding (general)') and ovarian cyst ('hormonal changes/ovarian cysts') in a 31-year-old female patient who had essure (batch no. 755523) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation procedure not done". The patient's medical history included abdominal pain. Concurrent conditions included menometrorrhagia, diarrhea and inflammation. Concomitant products included levonorgestrel (mirena) and medroxyprogesterone acetate (depoprovera). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse )"). On (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/ right lower quadrant pelvic pain") and back pain ("lower back pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), adnexa uteri pain ("pain right and left side due to cyst on ovary") and abdominal pain lower ("right lower quadrant severe pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, hyst. (Full), salping. Bilateral), oophorectomy (unilateral) and surgery for ovarian cyst). Essure was removed on (B)(6) 2010. At the time of the report, the device breakage, embedded device, device dislocation, genital haemorrhage, ovarian cyst, weight increased, back pain, adnexa uteri pain and abdominal pain lower outcome was unknown and the dyspareunia, pelvic pain, abdominal pain, menorrhagia and metrorrhagia had resolved. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, back pain, device dislocation, dyspareunia, embedded device, genital haemorrhage, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain and weight increased to be related to essure. The reporter commented: she had received treatment for pain,bleeding. 3 coils were noted on the right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2010: urine pregnancy negative. Ultrasound pelvis - on an unknown date: essure was twisted in tube causing pain. Both essure was seen in the fallopian tubes.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : paratubal cysts, female pelvic pain, menorrhagia concerning the injuries reported in this case, the following ones were described in patient¿s medical records : a spring wad piece of wire are retrieve from the specimen lot number: 755523 manufacturing date: 2010-06 expiration date: 2013-06. Concerning the injuries reported in this case, the following one were described in patient¿s medical records :abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality-safety evaluation of product technical complaint. On 17-oct-2019: medical records received: reporter information, lab data, medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('spring wad piece of wire are retrieve from the specimen'), embedded device ('left essure coil went in a few millimeters deep into the fallopian tubes'), device dislocation ('migration/coil could not be well visualized from the tubal ostium at the end of the procedure'), genital haemorrhage ('abnormal bleeding (general)') and ovarian cyst ('hormonal changes/ovarian cysts') in a 31-year-old female patient who had essure (batch no. 755523) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation procedure not done". The patient's medical history included abdominal pain. Concurrent conditions included menometrorrhagia. Concomitant products included levonorgestrel (mirena) and medroxyprogesterone acetate (depoprovera). In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse )"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/ right lower quadrant pelvic pain") and back pain ("lower back pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), adnexa uteri pain ("pain right and left side due to cyst on ovary") and abdominal pain lower ("right lower quadrant severe pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, hyst. (Full), salping.bilateral), oophorectomy (unilateral) and surgery for ovarian cyst). Essure was removed on (B)(6) 2010. At the time of the report, the device breakage, embedded device, device dislocation, genital haemorrhage, ovarian cyst, weight increased, back pain, adnexa uteri pain and abdominal pain lower outcome was unknown and the dyspareunia, pelvic pain, abdominal pain, menorrhagia and metrorrhagia had resolved. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, back pain, device dislocation, dyspareunia, embedded device, genital haemorrhage, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain and weight increased to be related to essure. The reporter commented: she had received treatment for pain,bleeding. 3 coils were noted on the right. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: essure was twisted in tube causing pain. Both essure was seen in the fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : paratubal cysts, female pelvic pain, menorrhagia concerning the injuries reported in this case, the following ones were described in patient¿s medical records : a spring wad piece of wire are retrieve from the specimen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received. Reporter information, medical history, lab data, lot number added. Event : abnormal bleeding (general), lower back pain, pain right and left side due to cyst on ovary, left essure coil went in a few millimeters deep into the fallopian tubes, right lower quadrant severe pain, spring wad piece of wire are retrieve from the specimen added. Event hormonal changes were updated to hormonal changes/ovarian cysts. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation procedure not done". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse )"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metrorrhagia (bleeding b/w periods)") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full), salping. Bilateral), oophorectomy (unilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, hormone level abnormal and weight increased outcome was unknown and the dyspareunia, pelvic pain, abdominal pain, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, device dislocation, dyspareunia, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: she had received treatment for pain, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received:case became incident. Event injury nos deleted and events dyspareunia, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, migration, hormonal changes, weight gain, essure confirmation procedure not done were added. Patient date of birth added. Reporters details added. Outcome of event pain,bleeding added as recovered. Product start date and stop date added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.